Event description:
Patient reported a xen®45 gts "at follow-up appointment the device was found to have migrated and did not work" postoperatively in left eye. Device has been explanted and replaced. Event resolved.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. Abbvie is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event is a known potential adverse event addressed in the product labeling.